Event description:
Customer reported that the wake/power button was not responsive at times. There was no reported impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.